Manufacturer narrative:
(B)(4). Approximate age of device - 1 years, 6 months. The patient remains on lvad support with no further issues reported. Additional information has been requested but has not been provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device implanted on (B)(6) 2015. It was reported that post implant, the patient experienced a driveline infection that was previously unreported to the manufacturer, and verotoxin. The infection was first observed on (B)(6) 2016. The patient reported prior trauma, pain, and purulent drainage from the driveline exit site. Wound cultures were positive for staphylococcus aureus, and the patient was treated with zosyn and cefazolin, then doxycycline. The driveline exit site infection resolved after this treatment antibiotic treatment. No additional information was provided.

Manufacturer narrative:
A correlation between the device and the reported driveline infection could not be conclusively determined. Driveline infection is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.